Event description:
It was reported before using the bd vacutainer® edta 2k, the customer noticed foreign matter inside (1) blood collection tube and additive abnormality in (1) tube. No patient or user impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-mar-2025 investigation summary bd received two samples and four photos for investigation. Visual evaluation of the returned samples and photos revealed additive abnormalities and foreign material (fm). The tubes displayed white particles of additive on the inside wall, which were greater than 2 mm², and black loose fm. This additive deposit visually stands out as it does not appear like the typical dot pattern. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: additive abnormality and foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® edta 2k, the customer noticed foreign matter inside (1) blood collection tube and additive abnormality in (1) tube. No patient or user impact reported.